Event description:
The event is reported as: during the removal of the catheter in the post-operative unit, the balloon did not deflate. The device was in position for a few hours then removed in post-op. No pt injury or consequence to the pt reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.